Event description:
Info received indicates the foot hi/low function is drifting down slowly overnight.

Manufacturer narrative:
The tech isolated the issue to the hydraulic valve. He replaced the valve to repair the bed.